Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The sheath was prepared and flushed on the table. Upon insertion into the left atrium (la) and removal of the dilater and wire the sheath was aspirated, but air flowed in through the side port. It was concluded that air was being sucked in through the hemostatic valve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device has been received for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, leakage testing, and microscope inspection. No visual abnormalities were noted. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. The device was observed to have a leak from the handle of the sheath. No testing could be performed. The device was examined under microscope and identified a flush lumen tear. Dissection of the handle cap revealed that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path. No significant damage was noted during the inspection on the halves of the split valve. The reported clinical observations were confirmed by the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The sheath was prepared and flushed on the table. Upon insertion into the left atrium (la) and removal of the dilater and wire the sheath was aspirated, but air flowed in through the side port. It was concluded that air was being sucked in through the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.